Event description:
It was reported that the subject device was explanted due to infection on (B)(6) 2017. An investigation is required.

Event description:
It was reported that the subject device was explanted due to infection on (B)(6) 2017. An investigation is required.